Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. The insulin pump was received with broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unit p-cap or test reservoir does not lock in place properly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Customer stated that the display did return after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.